Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis found that the device had excess charge time with the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis found that the charge timeout events occurred prior to recommended replacement time these charge timeouts likely resulted from spurious increases in battery resistance induced by lithium severing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was returned to the manufacturer after being explanted with no stated reason for replacement or indication of a product performance issue. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.